Event description:
The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states. The pacemaker was explanted and replaced prophylactically as the patient was dependent on the pacemaker for normal function. The patient was stable.